Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included epilepsy. On an unknown date, the patient had essure inserted. From 2008 until (B)(6) 2017, the patient received deprakine at an unspecified dose and frequency. On an unknown date, the patient experienced fatigue ("tiredness"), constipation ("stomach not functioning/ constant constipation"), oedema ("edema"), weight increased ("weight increase"), headache ("head ache") and feeling abnormal ("brain fog"). In (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterosalpingectomy with essure removal). Essure was removed in (B)(6) 2018. In (B)(6) 2018, the fatigue, constipation, weight increased, headache and feeling abnormal had resolved. At the time of the report, the medical device removal and oedema outcome was unknown. The reporter provided no causality assessment for constipation, fatigue, feeling abnormal, headache, medical device removal, oedema and weight increased with essure. The reporter commented: during recent years her symptoms deteriorated; severe tiredness already starting in the morning, she felt like she could fall asleep on her desk in the middle of the working day. After stopping deprakine her weight decreased 7kgs and afternoon naps stopped almost totally. After essure removal her weight started decreasing fast and she could manage with 8-9 hours¿ sleep at night. She stated that deprakine and essure cause same kinds of symptoms. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 801 cases with this meddra pt. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included epilepsy. On an unknown date, the patient had essure inserted. From 2008 until (B)(6) 2017, the patient received deprakine at an unspecified dose and frequency. On an unknown date, the patient experienced fatigue ("tiredness"), constipation ("stomach not functioning/ constant constipation"), oedema ("edema"), weight increased ("weight increase"), headache ("head ache") and feeling abnormal ("brain fog"). In (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterosalpingectomy with essure removal). Essure was removed in (B)(6) 2018. In (B)(6) 2018, the fatigue, constipation, weight increased, headache and feeling abnormal had resolved. At the time of the report, the medical device removal and oedema outcome was unknown. The reporter provided no causality assessment for constipation, fatigue, feeling abnormal, headache, medical device removal, oedema and weight increased with essure. The reporter commented: during recent years her symptoms deteriorated; severe tiredness already starting in the morning, she felt like she could fall asleep on her desk in the middle of the working day. After stopping deprakine her weight decreased 7kgs and afternoon naps stopped almost totally. After essure removal her weight started decreasing fast and she could manage with 8-9 hours¿ sleep at night. She stated that deprakine and essure cause same kinds of symptoms. Most rececent information includes: on 04-mar-2018: with follow up information received this case was detected to be a duplicate to number case# (B)(4). All information was added to case #(B)(4). This case# (B)(4) will be deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.